Event description:
Per the clinic, the patient experienced an extrusion of the implant secondary to an infection at the implant site. The infection was treated with oral antibiotics. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on december 5, 2022